Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking along side of the canister. It was reported that the customer¿s blood glucose was elevated (527 mg/dl). Suspected cause was unrelated to the cartridge. Customer loaded a new cartridge and delivered a bolus via pump to address elevated blood glucose.